Event description:
Pt had right femoral percutaneous arteriotomy for malignant hypertension. A 6 fr trakstar perclose device was deployed. One needle defaulted and engaged the trakstar device itself. Device removed with difficulty and sutures placed. Hemostasis not achieved. Tamper placed & pt transferred to ccu. After 2 hrs. Tamper was removed & bleeding continued. Femstop applied. Removed successfully after 12 hrs. Us negative. No hematoma or further bleeding. Pt discharged 8/9/1998.